Event description:
It was reported that inappropriate defibrillation therapy for supraventricular tachycardia and functional undesensing was observed on the device. The physician did not allege a malfunction against the device and alleged the device performed as expected based upon it's programmed settings. No intervention was performed to resolve the event and the patient. The patient was in stable condition and will continue to be monitored.